Manufacturer narrative:
Device remains implanted.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 year follow-up showed the presence of type ib endoleaks due to the right and left iliac limb stent grafts becoming disengaged from the common iliac arteries. As of the date of this report, there have been no additional sequelae reported and the patient will continue to be monitored.